Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. A photo was provided. The photo appears to have been taken from monitor as there is distortion. There appear to be forceps holing a linear material which may be stiff as the material is upright in the photo. The clarity of the photo does not allow for any determination as the nature or origin of the material. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, fiber showed up in the patient 1 month post-operation, and the fiber was fairly stiff in nature. Additional information has been requested.